Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/13/2026 h6 component code: g07002 - no device problem found h6 component code: c22 - photo analysis this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - could you please provide the lot number? --received information as following from sales rep via phone today. The lot number is unknown. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection was conducted on the returned product vcp1433h. The swage and attachment area were noted as expected during the visual inspection of the needle. The barrel hole of the needle was examined under magnification and remnant suture was noted. The suture was examined, it was noticed that the suture was not fully dispensed from the winding former, and the end was observed to be broken. In addition, a photo was provided and it shows one detached needle with a suture that was not fully dispensed in a winding former with a paper cover, condition of the actual sample returned is consistent with the photo. This type of detachment mode is most likely related to improper tipping, as the suture is breaking away from the swage area. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an facial tumor resection surgery on (B)(6) 2026 and suture was used. It was reported that the problem of pulling off suture needle happened in facial tumor resection surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.